Event description:
It was reported while using the catheter for an ablation procedure, two "pops" were heard. Carbonization was noted on the tip of the catheter and ablation failed. The ablation was then performed with an irrigated catheter. There were no adverse consequences to the patient. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. One 7f livewire tc catheter was received for evaluation. Visual inspection revealed charring on the tip electrode. Functional testing confirmed the device produced the correct shape when actuating the steering mechanism. Electrical testing revealed no open or short circuits. The temperature response of the thermocouple and thermistor were within specification. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.